Manufacturer narrative:
As received, a complete lead was returned in two pieces with a stylet inserted/stuck in the inner coil of the distal portion of the lead. Visual examination found the polytetrafluoroethylene (ptfe) coating of the stylet stripped off of the stylet. The ptfe coating of the stylet was found bunched up in inner coil. The reported event of failure to remove stylet was confirmed. The cause of the reported event was due to the ptfe coating of the stylet clogged in the inner coil. Abbott is continuing to monitor this issue.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the stylet could not be removed from the left ventricular (lv) lead. In an attempt to remove the stylet by force, the lv lead was accidentally damaged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.